Event description:
It was reported there was a flat line with constant alarm. No additional information is available.

Manufacturer narrative:
B3: date of event is unknown. No information received to date. One device was received for investigation with a crack on the top left corner and left plunger case. The device was functionally tested. Upon power up, the there was a blank screen and continuous alarm. The complaint is confirmed. This was caused by the incomplete upload process from the customer. Once this was completed the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.